Event description:
During review of programming and diagnostic history, it was observed that a generator diagnostic test occurred that caused a change in device settings during an office visit on (B)(6) 2009. The physician did not correct the settings despite subsequent interrogations. It is unclear if the patient¿s device was intentionally left disabled. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.